Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of pad detachment. The jaw had remnants of adhesive and fragments of the pad. Based on the condition of the returned unit, it is likely that the pad detachment resulted from a shear force that was applied to the pad during use. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: left robotic colectomy lower anterior resection at the end of the procedure, two plastic parts came off the end of the grasper and were found in the patient. It was the rubber inserts came off. Retrieved from the patient and there was no harm. Additional information was received via telephone on 08mar2019 from applied medical health system spec: the device was used on bowel using a robot and needle driver. The procedure was left robotic colectomy lower anterior resection. The patient is 77 year old 187 pound male. This was the only information available. Patient status: fine type of intervention: retrieved from the patient and there was no harm.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: left robotic colectomy lower anterior resection at the end of the procedure, two plastic parts came off the end of the grasper and were found in the patient. It was the rubber inserts came off. Retrieved from the patient and there was no harm. Additional information was received via telephone on 08mar2019 from applied medical health system spec: the device was used on bowel using a robot and needle driver. The procedure was left robotic colectomy lower anterior resection. The patient is (B)(6) male. This was the only information available. Patient status: fine. Type of intervention: retrieved from the patient and there was no harm